Manufacturer narrative:
Model number: 72400098, lot number: 0184769001, model description: control pump fgs, UDI: (B)(4). Model number: 72400024, lot number: 0189041002, model description: balloon fgs 61-70 cm, UDI: (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to fluid loss. At the beginning of december the patient began complaining of inflation difficulty. It was found that there was a loss of saline from the device. The location of the fluid loss was unknown. The physician guesses there was a puncture. A new aus device consisting of a 4.5cm cuff, a 61-70 cm h2o balloon and pump, was implanted. The patient was doing well following the surgery. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The ams800 control pump was visually inspected. There was a leak in the cylinder krt tubing due to sharp instrument damage. The pump was not functionally tested due to the tubing leak. The ams800 pressure regulating balloon was visually inspected. No leak was found. The balloon was not functionally tested due to pump tubing failure. Model number: 72400098, lot number: 0184769001, model description: control pump fgs, UDI: (B)(4). Model number: 72400024, lot number: 0189041002, model description: balloon fgs 61-70 cm, UDI: (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to fluid loss. At the beginning of december the patient began complaining of inflation difficulty. It was found that there was a loss of saline from the device. The location of the fluid loss was unknown. The physician guesses there was a puncture. A new aus device consisting of a 4.5cm cuff, a 61-70 cm h2o balloon and pump, was implanted. The patient was doing well following the surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.